Event description:
The customer reported the fluoroscopic image was intermittently whited out and unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer determined to observe the system over time and cancelled any further service action. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.